Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under MFR number 0002648920-2025-00019.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under MFR number 0002648920-2025-00019.

Event description:
It was reported that 4 years post implantation, the patient reported mild to moderate pain and at the 5 year follow-up, reports moderate pain and the left leg being shorter. Later, at the 10 year follow-up radiographic imaging displayed a reactive sclerotic line. No intervention has been reported and all implants remain in place. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10:00-7848-034-01 item name: kinectiv modular neck j1 lot#: 69793415, 00-7713-009-00 item name: mod ml taper fem st 9.0 lot#: 60815980, 00-8018-036-02 item name: femoral head 0x36mm dia lot#: 60829322, 00-6200-052-22 item name: f/m acet shell 52mmod cluster lot#: 60790214, 00-6305-050-36 item name: xlpe poly liner 50/52/54 x 36 lot#: 60741718, 00625006525 item name: bone scr 6.5x25 selftap lot#: 60834380. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted